Event description:
It was reported that the camera head had broken cable coating. The event occurred during preparation for use for a diagnostic stent replacement. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following additional findings: the scope mount had corrosion, the main body had attached substances, the connector cracks and the cable was loosening. Based on the results of the investigation, a probable root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.